Manufacturer narrative:
Medwatch sent to FDA on 08/11/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "severe swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause of this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported "within one week" after injection in the cheeks with juvederm voluma xc, the patient developed "severe swelling" at the injection sites. "Dospak" was provided as treatment, however the swelling has come and gone at the injection sites since.